Manufacturer narrative:
Device manufacture date - minicap batch (B)(4) was manufactured between october 17, 2018 and october 24, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis patient experienced an unspecified connection issue with the minicap and the transfer set. It was reported the minicaps ¿do not stay on like they used to and felt like they were going to fall off.¿ the patient reported that the minicap never fell off, however they placed tape around it. It was reported there was no leak present. To resolve the issue, the patient replaced the minicap with a new unit (different lot number). The patient was treated with a prophylactic antibiotic (vancomcyin, no further details) and the transfer set was changed. No further medical intervention was reported for this event. There was no patient injury associated with this event. No additional information is available.